Manufacturer narrative:
(B)(4). Concomitant medical products: comp rvrs 25mm bsplt ha+adptr pn010000589 ln082080, comp rvsr shldr glnsp +3 36mm pn115313 ln789770, comp rvs tray co 44mm pn115370 ln577960, comp primary stem 6mm mini pn113626 pn802870. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent left total shoulder arthroplasty revision. Subsequently, the patient underwent a second revision 3 months later due to unknown reasons. Only the humeral bearing was replaced. No further information is available.